Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to unknown reasons. Upon interrogation, it was noted that the left ventricular - lv lead exhibited loss of capture due to dislodgement. It was unknown if diagnostic imaging was performed. The lv lead was explanted and replaced.

Event description:
It was reported that the patient presented to the hospital due to unknown reasons. Upon interrogation, it was noted that the left ventricular - lv lead exhibited loss of capture. A fluoroscopy was performed and the lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.